Event description:
It was reported that when the patient presented after receiving a notifier high, out of range, hv lead impedance was observed. Further testing was recommended. No further information is available.